Manufacturer narrative:
The article 'posterior cervical lateral mass screw fixation analysis of 1026 consecutive screws in 143 patients' in the journal of spinal disorder technology, volume 18 (297-303) 2005, was reviewed. Upon further investigation it was discovered that this event does not involve a stryker device. Therefore, this event is not reportable.

Event description:
This record captures a review of literature article "posterior cervical lateral mass screw fixation analysis of 1026 consecutive screws in 143 patients" from the journal of spinal discord tech (j spinal discord tech 2005;18:297¿303). This study evaluates the results and complications of 1026 consecutive lateral mass screws inserted in 143 patients by a single surgeon. Over a 50-month period, a total of 1026 lateral mass screws were placed in 143 patients ages 12¿96 years, with these records retrospectively reviewed. The author states that no patients experienced neural injury or vertebral artery injury as a result of screw placement. A variety of different implants were used including oasys (16% of patients) and various competitor's devices (84% of patients). Although specific device information is unknown, until receipt of information which dictates otherwise, post-operative device failures and serious injuries to which a device may have contributed will be assumed to involve oasys devices. It was reported that 1 patient experienced post-operative rod breakage. Revision status is not provided. Update: upon further investigation it was noted this event involved a non-stryker device.

Manufacturer narrative:
'Posterior cervical lateral mass screw fixation analysis of 1026 consecutive screws in 143 patients' in the journal of spinal disorder technology, volume 18 (297¿303) 2005, was reviewed. Device location unknown.

Event description:
This record captures a review of literature article "posterior cervical lateral mass screw fixation analysis of 1026 consecutive screws in 143 patients" from the journal of spinal discord tech (j spinal disord tech 2005;18:297¿303). This study evaluates the results and complications of 1026 consecutive lateral mass screws inserted in 143 patients by a single surgeon. Over a 50-month period, a total of 1026 lateral mass screws were placed in 143 patients ages 12¿96 years, with these records retrospectively reviewed. The author states that no patients experienced neural injury or vertebral artery injury as a result of screw placement. A variety of different implants were used including oasys (16% of patients) and various competitor's devices (84% of patients). Although specific device information is unknown, until receipt of information which dictates otherwise, post-operative device failures and serious injuries to which a device may have contributed will be assumed to involve oasys devices. It was reported that 1 patient experienced post-operative rod breakage. Revision status is not provided.